Event description:
I had lasik via visix by a dr in 1999. I now have bilat cataracts. I am a family practice doctor. Is there a problem? I am attempting to fix the cataracts now, but they are progressing very fast! This needs to be studied. I love the lasik and the freedom, but hate the cataracts and should have been informed. I would have still risked it, I am sure.